Event description:
The customer reported that they defibrillated the pt 30 times over the course of two hrs. On the 31st time, the unit was set to 360j but only charged to 52j. The customer turned the unit off and on again. The unit charged to 360j and worked fine afterwards.